Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "channel did not get brushed right" involving pentax model eg38-j10ut-us/serial (B)(4). Additional information received from the facility stated "scope in question was sitting for an unknown period of time prior to being cleaned, as the on-call team was not contacted. That is all the detail that I can provide for it." No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: passed dry leak test, passed wet leak test. O-rings and seals were replaced and the device was shipped back to the facility on 03/29/2021.